Event description:
On (B) (6) 2010, the pt reported she has been experiencing low blood glucose over the past couple of weeks. On (B) (6) 2010, she experienced low blood glucose (value unk) while at work and stated she has no memory of the event. She stated the next thing she remembers is "sitting on a chair in the kitchen passed out." She drank a soda to elevate her blood glucose. She believes the infusion device may have been delivering too much insulin. She stated her blood glucose has been as low as 2.9 mmol/l (52 mg/dl). Her normal blood glucose range is 4-8 mmol/l (72-144 mg/dl). At the time of the report, the pt had switched to her backup infusion device and her blood glucose returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.